Manufacturer narrative:
Supplemental: this lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Detailed analysis confirmed a bent and stretched helix. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was noted to have exhibited helix retraction issue during a left bundle implant. The helix became stuck causing it to be deformed. The patient was sent to another hospital with surgical backup for the lead to be extracted. This lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was noted to have exhibited helix retraction issue during a left bundle implant. The helix became stuck causing it to be deformed. The patient was sent to another hospital with surgical backup for the lead to be extracted. This lead was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.